Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. Vascular access was obtained via the femoral artery. The 65% stenosed de novo lesion was located 5 cm to the ostial of the mildly tortuous and mildly calcified right vertebra artery (rva). After unspecified guide catheter placement, a 4.0x15x150cm express vascular sd was positioned at the target lesion and the stent was deployed and appeared to be fully apposed to the vessel wall. However, it was observed that the stent migrated from 4 cm to the ostial of the rva to the proximal of the right vertebra artery. The physician then implanted a 5mmx15mm express vascular sd at the target lesion and completed the procedure. The physician believes there was no risk of further migration of the previously implanted 4.0x15x150cm stent, therefore no attempt to retrieve the stent was made. No further patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).